Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that the thermometer allegedly provided false negative readings on their 7 year old daughter. The device allegedly displayed a measurement of 37°c, while a fever of 40°c was later confirmed by a doctor who administered medication. There were no complications from the incident, and the child is doing well now. Kaz USA, inc. Had requested that the product be returned to our company for testing.